Manufacturer narrative:
References 1 marchese m, spada c, iacopini f et al. Non- endoscopic transnasal placement of a wire- less capsule for esophageal ph monitoring: feasibility, safety, and efficacy of a mano- metry-guided procedure. Endoscopy 2006; 38: 813±818 2 ho kk, joyce am. Complications of capsule endoscopy. Gastrointest endosc clin n am 2007; 17: 169±178. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a patient who aspirated a bravo capsule. The capsule was released following application of suction for 20 seconds, and directly after deployment the sedated patient started to retch and cough heavily. The patient's oxygen saturation dropped to 74% and sedation was immediately stopped. Consciousness was regained afterwards, and oxygen saturation returned to normal. An endoscopy was then performed but the capsule was found neither in the esophagus nor in the stomach. Roentgenoscopy was performed but the capsule could not be found within the abdominal or thoracic organs. During further examination the bravo capsule was detected in the nasopharynx. It is presumed that the capsule was at first aspirated into the lungs and afterwards coughed up into the nasopharynx. The capsule was not able to be removed through the nostril or mouth, so was pushed through into the stomach using a trans-nasal video scope and was subsequently extracted with grasping forceps.